Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported a loss of therapeutic effect. Patient stated she has adjusted her stim but it still wasn't working well for her. Patient reported starting to experience a burning pain at her cervical site some time in (B)(6) 2016. Patient reported she started to also get really sick, fatigued, and had to stay in bed all the time. Patient stated she decided to turn off her device some time in (B)(6) 2016. Patient stated when the device was turned off she still felt bad and had to go to the bathroom a lot, but the burning pain was not as bad. Patient stated she decided to turn her implant back on the first of this month. Patient reported the day after she turned her implant back on, patient started to experience on and off excessive abdominal bleeding. Patient stated she had a cat scan for abdominal pain and left her implant turned on back in (B)(6) 2016. Patient stated CT scan could be related to issue. The patient was redirected to follow up with healthcare provider (hcp) for the following reason: burning pain, abdominal pain, loss of therapeutic effect. Patient stated she will keep her implant turned off until she sees an hcp about the issues. The patient indicators for use were urinary dysfunction/sacral nerve stim. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.